Event description:
Rptr is aware of 3 incidents with children and vail beds: 1 and 2-both children got a finger caught in the larger mesh vail beds for extended periods of time. One has a permanent scar. Third child would self-stimulate by rocking on (sitting on bed rail through mesh) side rail. They broke off the side rail this way.